Manufacturer narrative:
Initial.

Event description:
It was reported that the user believed their pump was not delivering insulin after noticing no change in displayed units, and review of reports showed two meal announcements labeled as lunch, with the user confirming an accidental second meal entry; during this period the user's blood glucose decreased from 78 mg/dl to 66 mg/dl, then plateaued near 56 mg/dl before rising following guidance. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included oral carbohydrate treatment and recovery without hospitalization. Investigation included review of device data and user reports with troubleshooting and education on correct meal announcement use. Investigation of this case revealed that an accidental additional meal announcement led to increased insulin delivery and subsequent hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user error related to duplicate meal entry was the cause.